Manufacturer narrative:
The retention lot testing yielded expected results when testing internal qc samples. The manufacturing batch record review did not reveal any failures of acceptance criteria. Alere scarborough was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The complaint rate for lot 170406 is 0.002%. The evidence available does not indicate this device lot is performing outside of label claims.

Event description:
A (B)(6) with the alere determine hiv ½ ag/ab combo was obtained from serum by the customer on a labor and delivery patient. Two tests from the same lot were performed on the same patient with (B)(6) results obtained for each test. Subsequent confirmatory testing was (B)(6). No adverse outcome was reported by the customer. There was no anti-retroviral treatment initiated nor was there any change to the patient's delivery plan indicated by the customer. The customer reported that patient delivered on (B)(6) 2018 at 18:04, after confirmatory testing results had been obtained.